Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a loosely connected system interconnect cable. The cable was replaced to correct the report. It is not known how the cable became loose. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.